Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that their wife was in the intensive care unit on an unknown date due to diabetic ketoacidosis with an unknown blood glucose level. The insulin pump will not be returned for analysis.